Event description:
Ous MDR - after 10 days of implantation the lead was found to be dislodged. This is all of the information that was provided to us. There was no indication of a surgical intervention.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.